Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that at the time of the pump's connection to the cassette, the pump had alarmed high-pressure. A continuous infusion rate of 5.2 ml/hr had been programmed, with a total reservoir volume of 250 ml. The air detector and upstream sensor had both been turned off. The length of infusion had been set for 48 hours, and the lock level had been set to lower limit detection (lld). The pump had not been used to prime the extension tubing. Instead, manual normal saline priming had been completed by the pharmacy. No issues had been identified with the cassette upon connecting it to the pump. There was no patient involvement.